Event description:
The device is less than 5 years old. ICD which is at the elective replacement interval. The battery voltage today is 2.62 volts, indicating that the patient has had the elective replacement interval. This threshold was crossed two weeks prior to explant. His charge time is 9.66 seconds and his date of last capacity reformation was 5 months prior to removal.